Manufacturer narrative:
According to the consumer, "... When he passed out she called the emt's and tried to give the consumer soda until the emt's arrived. The emt's arrived to his home approximately around 3:00pm and tested the consumer with their unk meter getting the result of: 30 mg/dl on their meter." The emt's decided to transport the consumer over to the ER, on the way to the ER the emt's administered d5w intravenously. Consumer was transported to: (B)(6). Consumer stated the doctors kept him in the emergency room until approximately 8:40pm. While the consumer was in the ER the doctor would check his blood every 20-30 minutes. The doctor did not want to release the consumer until he saw that his sugar was in the 200's. Around 8:30pm consumer tested himself with his nml meter against the doctor's unk meter. Consumer was released at 8:45pm that same evening. 9:15pm subsequent to hospital discharge and after consuming a 'fast food hamburger' he reported a blood glucose result of 330 mg/dl. During the call to customer support, it is unknown if the consumer performed a control solution test for integrity before use their initial test strips as instructed in our directions for use. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling: keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial.

Event description:
Consumer called into customer care to express his concern about getting a 'hi' (greater than 600 mg/dl) blood glucose result. On (B)(6) 2016 @ 2:40pm blood glucose: 'hi' (greater than 600 mg/dl). The consumer reported he is unable to recall if he took insulin based on the nova max link's reading since "he passed out a few minutes after." Based on what the consumer heard from his wife, when consumer passed out she called the emt's and tried to give the consumer soda until the emt's arrived. The emt's arrived to his home approximately around 3:00pm and tested the consumer with their unk meter getting the result of: 30 mg/dl the emt's decided to transport the consumer over to the ER, on the way to the ER the emt's administered d5w intravenously.

Manufacturer narrative:
Failure analysis of the returned device revealed that the nova max link glucose monitoring device performed within specification. The consumer's complaint is confirmed. Evaluation of the returned test strips read high out of control range. The root cause is attributed to the consumer's storage and handling of the test strips as evidence by the weight of the returned vial failing the weight test. A failure of this nature is consistent with a compromised vial by exposure to humidity and/or fluid. This finding is further supported by the results of the retain strip lot testing which confirms the retain strips to perform within specification. This is further supported by the results of the retain strip testing which indicates the performance of the retain strips are within product specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.